Event description:
Pinched the inside of cheek in mouth [mouth injury]. Pain left cheek area inside mouth [oral pain]. Head broke off in mouth - oral-b [device breakage]. Case narrative: the adult male consumer via phone stated that the oral-b toothbrush head broke off in his mouth and pinched the inside of his cheek in his mouth while he was brushing his teeth. This caused pain in his left cheek area inside his mouth. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pinched the inside of cheek in mouth [mouth injury]. Pain left cheek area inside mouth [oral pain]. Head broke off in mouth - oral-b [device breakage]. Case narrative: the adult male consumer via phone stated that the oral-b toothbrush head broke off in his mouth and pinched the inside of his cheek in his mouth while he was brushing his teeth. This caused pain in his left cheek area inside his mouth. No serious injury was reported.